Event description:
Got staph infection / (B)(6) from c-section on (B)(6) 2012. Use of "kendall curity iodoform packing material strip" was used out of date. Product expired on january 2008 and second bottle of same product used on me expired on june 2009. (For staph and (B)(6).) Dr. (B)(6) - (B)(6). Dates of use: "from (B)(6) 2012."